Manufacturer narrative:
E1: initial reporter address : (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked at the second luer valve (clearlink). This occurred during setup in the oncology department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed, and a leak at the third y-site clearlink was observed. An autopsy was performed on the third y-site clearlink, and a hole in the gland was observed. The reported condition was verified. The cause was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d4 and h11. D4: lot # - the customer reported r24l20031 is a suspect lot number. H11: the returned sample is not associated with the suspect lot. The actual sample returned has an unknown lot number of the same product as the initial reported problem. Should additional relevant information become available, a supplemental report will be submitted.